Event description:
It was reported that during the procedure the implant was broken for no reason. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
One 5.0 twinfix ab suture anchor was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The distal portion of the anchor has broken and was not returned. The break is angular in nature. Dimensional assessment of the anchor is prohibitive due to its returned condition. A review of the clinical details was performed which confirmed a 6.0mm drill was used to prepare the insertion site. Per the devices IFU under warnings "breakage of the suture anchor can occur if insertion sites are not prepared with threaded dilator prior to implantation".

Event description:
It was reported that during the procedure the implant was broken for no reason. The pieces were removed from patient. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries.